Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 12. The insert has snapped off proximal to the joint - a part has broken off. The remaining plastic shows no signs of embrittlement. Based on the damage pattern, it can be assumed that the forceps insert was levered - e.g., to push organs to the side. The fracture surfaces show no discoloration. There is no indication for a material defect of manufacturing problem. The event is filed under internal karl storz complaint ID (B)(4).

Event description:
It was reported that during a surgery, a plastic piece broke off from the jaw area and landed in the patient's abdomen. No further information available.